Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose level was not adversely impacted. The customer was able to resolve this issue and resume insulin therapy. No additional information was provided by customer.